Event description:
Pt underwent rf ablation of liver tumors. One of the dispersive electrodes was placed in groin area underneath a mass of flesh. When flesh/skin was allowed to go back into place, the dispersive electrode was rolled in half on top of itself. After five minutes, the nurse checked the dispersive electrodes and noticed it was hot. When the dispersive was removed, there was a central area (1 inch in diameter) of a 3rd degree burn which required surgical debridement. Surrounding the central burn were minor burns (1st and 2nd degree).